Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer stated that he had been experiencing high blood glucose readings all day without any unusual activity or change in medication. The customer stated that he was puzzled about where insulin is going because his blood glucose is not going down. The customer stated that he gave himself tiny doses of insulin such as 0.3u and 0.5u several times all day until the wizard says 0u. The customer was advised to drink water to clear his system. The customer treated for the high blood glucose readings with the pump.